Event description:
Provider states chair slows and speeds up intermittently. In speaking with the initial reporter no injury has occurred or information suggesting end user harm. The joystick has been replaced. Any further information received on this incident will be filed in a supplemental report. The joystick is being returned for evaluation.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The owner's manual part number 1125085, rev.j(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.